Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: thirty-eight week pregnant patient underwent vena cava filter deployed suprarenal without complications. Six weeks post filter deployment, multiple unsuccessful filter removal attempts were made. There was residual clot in the inferior vena cava. The filter has tilted anteriorly and two struts have fractured during traumatic delivery. Some of the longer struts have been dislodged to the renal veins and two struts were detached with a fragment overlying the right ventricle and one in the inferior vena cava. One week later, a second set of unsuccessful retrieval attempts were made during which the distal end of a snare fractured and became lodged in the right ventricle. Approximately one month later, ER visit notes that three weeks prior patient underwent a median sternotomy, removal of the filter fragments, and partial transection of the displaced wire in the renal vein. CT of the chest indicated the filter strut from the right ventricle was removed. There is a metallic structure adjacent the infrahepatic cava and interposed between right psoas muscle and l2 vertebral body. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post filter deployment, multiple attempts were made to remove the filter. However, the filter was not retrieved. The filter had tilted anteriorly and two struts fractured during traumatic delivery. Some of the longer struts dislodged to the renal veins and two struts were fractured with a fragment overlying the right ventricle and one in the ivc. Seven days post filter retrieval attempt, unsuccessful filter limb retrieval attempts were made during which the distal end of a snare fractured and became lodged in the right ventricle. Approximately ten days post filter retrieval attempt, patient underwent a median sternotomy, removal of the filter fragments, and partial transection of the displaced wire in the renal vein. Therefore, based on the provided medical records, the investigation is confirmed for detached filter limbs, a tilted filter, and difficulties removing the filter. The investigation is inconclusive for the alleged perforation of the ivc wall. The investigation is unconfirmed for the alleged migration of the filter to the heart. Only a filter limb was identified and removed from the heart. Per the provided medical records, the filter was implanted in a (B)(6) pregnant patient in the suprarenal location. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Additionally, per the medical records the filter tilted and limbs detached most likely from the traumatic birth. The tilted filter most likely contributed to the removal difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Precaution: -the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly tilted, perforated, migrated and detached. Reportedly, the filter remains in the patient after two attempted but unsuccessful percutaneous removal procedures; the detached limbs also remain in the tricuspid valve and right ventricle after an attempted but unsuccessful removal procedure. The patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly deformed, tilted, perforated, migrated and detached. Reportedly, the filter and the detached struts in the heart were removed open cardiac and abdominal surgical procedures after two attempted but unsuccessful percutaneous removal procedures. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated into organs, migrated to heart and embedded in wall of the ivc. The device and the detached struts have not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached struts retained in heart, tricuspid valve and right ventricle. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Post deployment, the longer filter feet protruded slightly into the superior aspects of the renal veins, but this did not appear to be flow limiting. Five days post deployment, the patient had a prolonged labor. Therefore, the filter had shifted in position. Following month, multiple unsuccessful attempts were made to retrieve the filter using amplatz snare. Later it was observed that the filter was tilted, and two struts had detached. Chest x-ray revealed that a thin layer metal density projecting on the inferior aspect of the heart. 10 days followed by; CT scan revealed a deformed rotated g2 filter present in the ivc. The filter apex was rotated inferiorly and anteriorly and tenting the anterior wall of the ivc. One of the shorter limbs was detached and located in the right retro peritoneum located between the lumbar vertebral body and the right psoas muscle. One filter leg terminated in the right renal vein, one leg in the left renal vein and another in the retroperitoneum just posterior and to the right of the abdominal aorta. Three filter legs terminated in the ivc below the renal veins. The patient went under another unsuccessful retrieval attempt. Then the patient had a chest pain following prolonged failed retrieval attempt. CT scan revealed that a metallic strut in the right ventricle likely traversing the tricuspid valve, into the right atrium. Following month, CT scan revealed that, in addition, metallic structures adjacent to the infrahepatic cava and interposed between right psoas muscle and the l2 vertebral body were noted, which likely represented remnant fragments from the previous ivc filter. One year followed by that, chest x-ray noted the patient was post sternotomy and the ivc filter had been retrieved. Following year, the patient had a vaginal bleeding, abdominal pain. It was indicated that the patient underwent open cardiac and abdominal surgery to remove dislodged ivc filter and fragments. Therefore, the investigation is confirmed for the filter limb detachment, perforation of filter limbs, filter tilt, material deformation and retrieval difficulties. However, the investigation is inconclusive for filter migration. Because, there is no clear indication that the filter was removed from the ivc.per the provided medical records, the filter was implanted in a 38 week pregnant patient in the suprarenal location. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Additionally, per the medical records the filter tilted and limbs detached most likely from the traumatic birth. The tilted filter most likely contributed to the removal difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: -the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient: 1776 & 2513). (Device: 2907,2976 & 4001).